Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had requested her system be removed. She stated her scs system causes more pain than it helps and she had not used it for 8 months. It was reported the patient's ipg still had some charge left. Surgical intervention will be undertaken to address the issue.